Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy for supra ventricular tachycardia (svt) that was detected as ventricular tachycardia (vt). The right ventricular (rv) lead exhibited possible undersensing. The device and lead remain in use. No further patient complications have been reported as a result of this event.